Manufacturer narrative:
(B)(4).

Event description:
It was reported that during pulse generator testing the device exhibited high thresholds. During the box change a loose set screw was noted. The patient was fine post procedure.